Event description:
It was reported that a balloon rupture occurred. The chronic total occlusion target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0x150x150mm sterling¿ balloon catheter was selected. The balloon was first inflated at 14 atmospheres. During the second inflation, the balloon ruptured at 14 atmospheres. No segment of the device detached inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).